Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, line a was programmed to deliver "primary fluids" at an unspecified rate, line b was programmed to delivery fentanyl 2500mcg/100ml at a rate of 4ml/hr, line c was programmed to deliver versed 100mg/100ml at an unspecified rate, it was unspecified if line d was programmed. At an unspecified time, a 4ml bolus of fentanyl was given. In 2009, at 1000 while titrating the fentanyl delivery rate, the nurse noted that the container was "emptier than it should be." The amount remaining in the container was unspecified; however, the customer contact stated that, "60-80ml" was expected to be remaining. The device was removed from clinical service. At this time, the customer contact indicated that the pump programming was verified to be correct. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported during testing at the user facility, the device passed testing for delivery accuracy. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.